Event description:
During product service by a service technician, a flogard infusion pump was found to have an f-22 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection found a damaged sensor board. Functional testing was performed and the alarm repeated. The cause of the f-22 alarm was determined to be a damaged sensor board. To correct the condition, the sensor board was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.